Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain, radicular pain syndrome, and spinal pain. It was reported that the patient felt a jolt. The patient reported that the jolt happened for the first time in florida a month ago. The patient stated that it has happened quite a few times, most recently with the recharger after the charger was replaced. The patient said that they met with a manufacturer's representative (rep), on the day of the report, who did some reprogramming. During the reprogramming session the caller stated that they rep told them the recharger was not functioning properly. No further complications were reported or anticipated.